Event description:
A customer reported obtaining a "scan again in 10 minutes" message from the freestyle libre 2 sensor on the first day of wear. As a result, the customer was unable to obtain glucose readings and became hypoglycemic, requiring the treatment of glucagon by her caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the returned sensor patch. Extracted data from the returned sensors using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sim vivo (simulation of the electrical signal produced by the sensor tail) testing was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "scan again in 10 minutes" message from the freestyle libre 2 sensor on the first day of wear. As a result, the customer was unable to obtain glucose readings and became hypoglycemic, requiring the treatment of glucagen by her caregiver. There was no report of death or permanent injury associated with this event.